Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose level was 150mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer was assisted with troubleshooting and was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.